Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed an incorrect volume to be infused (vtbi). The pump was programmed to infuse potassium phosphate 30mmol/250ml over 6 hours; however, after the 6-hour time frame, it was observed that the pump screen displayed vtbi 241 with a time left of 5 hours and 48 minutes. The time only changed 12 minutes and the vtbi only changed 9cc and did not update. It was noted that the pump infused appropriately but the information on the screen was incorrect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 (update codes), h11. H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition of pump displaying an incorrect volume to be infused (vtbi). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11:a review the event history log revealed user restarted the infusion with 250ml vtbi. After 9ml of the residual fluid had been delivered over the course of 12 minutes, the user found the pump displaying 241ml vtbi with 5hrs 48mins remaining, but an empty bag. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint.